Event description:
During an in clinic follow-up, it was reported that the device's current drain increased while programming the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated a diagnostic anomaly resulting in the appearance of high current drain was observed while programming the implant date into the device.